Manufacturer narrative:
UDI - unknown due to unknown lot number. Explanted date: device was not explanted. Reporter name: unknown. Health professional: unknown. Occupation: unknown. Device manufacture date - unknown due to unknown lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. [Mw5080641.pdf].

Event description:
This report is being submitted in response to an FDA medwatch report # mw5080641 that terumo medical received on (B)(6) 2018. The event description states the following: a female patient had a cardiac ablation procedure to correct pvc's and ventricular tachycardia. An angio-seal device was used for closure of the right femoral artery. On an unknown date, internal hemorrhage of the right femoral artery at the site of the angio-seal, resulting in a hematoma. On an unknown date, the patient was admitted to the hospital for pain complication and evaluation of the hematoma. On an unknown date, infection of the angio-seal site.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.